Event description:
It was reported to philips that the system was unable to perform exposure or fluoroscopy. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, during planned coronary treatment procedure was performed when the issue happened. The procedure was aborted and completed as moving the patient to another room. Philips remote service engineer connected with customer and confirmed the reported problem. After reviewing the log, rse found communication problem between the flat detector controller and the image detector. A philips field service engineer (fse) examined the system on-site and upon troubleshooting, identified that fdc (flashlight detector controller) was failed. To resolve the issue, fse replaced the flashlight detector controller and reloaded the software. After replacing the flashlight detector controller, the system was confirmed to be operating normally. The codes were updated based on the investigation outcome.